Event description:
The customer called for help with her breeze2 meter. While troubleshooting, she performed a control test and received a result of 22 mg/dl. The normal control range was not provided, but should be around 88-123 mg/dl. No adverse events were alleged. The customer did not have any test strips left after troubleshooting, but her meter is to be returned for evaluation. A replacement meter was sent to the customer.